Event description:
In 2008, the patient reported a large black spot on the left half of the display of the infusion device. He stated that the battery had been in use for 2 weeks. The infusion device had not been exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.